Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for fluid overload prior to passing away and hospitalized at the time of death. The cause of the fluid overload was unknown. While hospitalized, pd therapy was being performed using the facility device. On an unknown date during the hospitalization (reported as 1-2 days prior to death), pd therapy was discontinued and the patient was switched to hemodialysis. Additional treatment during hospitalization was not reported. It was reported that the patient did not have peritonitis prior to passing away. It was reported that pd therapy was not ongoing at the time of death, and therapy with a baxter device and/or baxter pd solution(s) was not being performed at the time of death. The cause of death was reported to be congestive heart failure. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.